Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13896. Related manufacturer reference number: 2017865-2020-13897. It was reported that the patient had their implantable cardioverter defibrillator, right ventricular (rv) lead and an abandoned lead explanted due to a systemic infection and vegetation on the rv lead. The patient was stable throughout.

Manufacturer narrative:
The reported event of device caused infection was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal insulation abrasion at 2.8-3.4 cm from the proximal end of the shock coil. The etfe coating was intact at this location. Internal insulation abrasion was also noted at 10.2-13.1 cm and 11.9-13.1 cm from the distal end of the shock coil. External abrasion due to excessive suture tie down forces was noted at two areas 16.4cm from the proximal end of the shock coil and one area at 17.2cm. The etfe coating was intact at these locations. External insulation abrasion was also noted at 21.0-21.6 cm from the proximal end consistent with lead friction to the device can. The etfe coating was intact at this location.